Manufacturer narrative:
The report received from the affiliate indicated that during a stent assisted coil embolization, the enterprise vrd stent delivery system was advanced to the target lesion but the positioning was wrong. There was difficulty in attempting to re-capture the enterprise system. A prowler select plus micro-catheter was used for the procedure. The physician removed the enterprise system with the micro-catheter as a unit. Another enterprise vrd was used to complete the procedure successfully using the same microcatheter. There was no reported patient injury. The procedure was elective treatment of an aneurysm of the proximal mid cerebral artery (mca) via femoral access. The aneurysm size was reported to be normal: neck 2.2 mm; depth 3.1 mm; height 2.4 mm; and width 2.8 mm. The product was inspected prior to opening with no problem noted and appeared normal. The device was prepped properly according to the instructions for use (IFU) with no problem noted. There was no reported product issue with the microcatheter. An adequate/continuous flush was maintained to the micro-catheter at all times. The device was not returned for analysis and it was reported that procedural images would not be available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01424298. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the available information and without the return of the device for evaluation or procedural images no conclusion can be made regarding the reported inability to recapture the enterprise vrd. With review of the device history records, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Updated with analysis of returned device. The report received from the affiliate indicated that during a stent assisted coil embolization, the enterprise vrd stent delivery system was advanced to the target lesion but the positioning was wrong. There was difficulty in attempting to re-capture the enterprise system. A prowler select plus micro-catheter was used for the procedure. The physician removed the enterprise system with the micro-catheter as a unit. Another enterprise vrd was used to complete the procedure successfully using the same microcatheter. There was no reported patient injury. The procedure was elective treatment of an aneurysm of the proximal mid cerebral artery (mca) via femoral access. The aneurysm size was reported to be normal: neck 2.2 mm; depth 3.1 mm; height 2.4 mm; and width2.8 mm. The product was inspected prior to opening with no problem noted and appeared normal. The device was prepped properly according to the instructions for use (IFU) with no problem noted. There was no reported product issue with the microcatheter. An adequate/continuous flush was maintained to the micro-catheter at all times. It was reported that procedural images would not be available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01424298. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. One non sterile enterprise was received for analysis. The delivery system was received inserted inside the introducer tube, without any visual damage. The stent was not received for analysis. The delivery wire was inspected under a microscope and no anomalies were found. The functional analysis could not be performed since the stent was not received. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01424298. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the available information and without the return of the stent, or procedural images no conclusion can be made regarding the reported inability to recapture the enterprise vrd. It is possible that procedural factors contributed to the event; however, no conclusion can be made. The device as returned did not present any indications of manufacturing defect or anomaly contributing to the events as reported. With review of the device history records, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The report received from the affiliate indicated that during a stent assisted coil embolization, the physician advanced the enterprise vrd stent delivery system to the target lesion but the positioning was wrong. The physician had difficulty in attempting to re-capture the enterprise system. A prowler select plus micro-catheter was used for the procedure. The physician removed the enterprise system with the micro-catheter as a whole. Another enterprise vrd was used to complete the procedure successfully using the same micro-catheter. There was no reported patient injury. The procedure was elective. The access site was femoral. The target lesion was an aneurysm of the proximal mid cerebral artery (mca). The aneurysm size was reported to be normal: neck 2.2 mm; depth 3.1 mm; height 2.4 mm; and width 2.8 mm. The complaint product was inspected prior to opening with no problem noted. The complaint product was inspected prior to use and appeared to be normal. The complaint product was prepped properly according to the instructions for use (IFU) with no problem noted. There was no reported product issue with the micro-catheter and there was no loss of access to the target lesion. An adequate/continuous flush was maintained to the micro-catheter at all times.